Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the glidesheath device kinked at the skin level when getting access, once the dilator was pulled out. The patient was reported to be in stable condition, and the procedure outcome was successful. Additional information was received on july 25, 2018. The sheath was kinked. The procedure being performed was a diagnostic heart cath. The sheath was removed and another sheath was used to complete the case.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to the completed investigation that was initially reported. The incorrect evaluation was inadvertently reported, therefore, the correct evaluation is being provided. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. The returned sheath was subjected to visual examination. There was an apparent kink in the sheath approximately 9.56" from the distal tip of the sheath. There is no evidence that this event was related to a device defect or malfunction. Off-axis forces have been known to cause kinks, however, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information, lot #; expiration date; UDI #; device manufacture date, and the completed investigation. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. The returned sheath was subjected to visual examination. There was an apparent indentation in the sheath approximately 3.7 cm from the distal tip of the sheath . The indentation only appeared to affect one side of the sheath tubing. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Compressive forces have been known to cause indentations like those observed on the returned device.